Event description:
It was reported that during attempted closure of an unspecified access site, relative to a endoscopic aaa repair procedure, a misfire [cuff miss] occurred with two proglide devices. The method used to achieve hemostasis was not provided. No additional information was provided.

Manufacturer narrative:
Date of event estimated. It is unknown if the device is returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
B3, b6 - date estimated. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, the following additional information received: it was reported the pre-close technique was being used via 14fr sheath hole. After the misfire [cuff miss] occurred with the two proglide devices, the sutures of two new proglide devices were successfully pre-placed. The abdominal aortic aneurysm (aaa) procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.